Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Living with diabetes 9 / page 107: warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Using the pod 5 / page 44: advises: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The customer reported experiencing irritation that has a burning sensation and is very itchy. After removal, the itchiness goes away but the site is red, has hives, and eventually turn into a scar. The skin is also raised, tender, and swollen. She went to her doctor, over a year ago (exact date unknown), and was prescribed a cream, which she does not have the name of. Pod wear was between 36 and 48 hours.